Event description:
Smartez pump (200ml/hr 100ml volume; se0200-100; lot# s8e45), filled with cefepime 2g in normal saline 100ml; did not flow. Patient stated, after 2 hours only 1/2 of the smartez pump had infused.